Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head and the pin has come off in mouth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the oral-b brushhead, version unknown and pin came off in her mouth. The reporter stated she had used the oral-b electric toothbrush for years, and the brush head was from a pack of 4. The brush heads were described as "2 tones of blue ones white in the middle." No symptoms developed.

Manufacturer narrative:
On 03-aug-2016 product investigation results: reporter returned one toothbrush head on 13-may-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Brush head and the pin has come off in mouth [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the oral-b brushhead, version unknown and pin came off in her mouth. The reporter stated she had used the oral-b electric toothbrush for years, and the brush head was from a pack of 4. The brush heads were described as "2 tones of blue ones white in the middle." No symptoms developed.